Event description:
It was reported that right hip revision surgery was performed due to pain and other complications. Operative notes reportedly described brown fluid surrounding the hip joint.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup was removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. It should be noted that bhr implantation is contraindicated in female patients of childbearing age. It is unknown to what extent the patients¿ comorbid conditions and malposition of the acetabular had on the patient¿s pain and clinical status. It should be also noted that no obvious source of her pain has been identified. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion. However, the revision operative report indicated the acetabular component was well ingrown at about 5 degrees of anteversion. Without the supporting lab results and imaging the root cause of the reported pain and other complications cannot be confirmed and it cannot be concluded that the pain and other complications were associated with a mal-performance of the implant. It was also noted that use of a competitor¿s (zimmer) head, sleeve & stem were implanted with the bhr head at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: a2.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and other complications. During the revision the bhr cup, hemi head and modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. Only the details of the bhr cup have been received, no further details are currently available for any other devices. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the known released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, the cup remained in-vivo during the previous revision and was in 5° anteversion. Suggested for bhr is 20° (surgical technique: us, 2006). According to the provided revision report, the patient had instability and pain. During revision, the stem appeared well fixed and a brownish fluid was found in the hip. This was sampled and showed no acute inflammation. Further assessment of these circumstances cannot be performed without x-ray images. A relation between the reported findings and the position of the cup cannot be excluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.